Event description:
It was reported that a minimum fill notification occurred. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 300 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.